Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jan2020.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved.